Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother, called requesting to return the ilet. She reported the user continues to experience high blood glucose, with current blood glucose (bg) levels over 400 mg/dl, and stated the hcp recommended switching to a different pump. She declined troubleshooting and expressed that since starting on the ilet, the user¿s bg has rarely been in range. The user was out of bg range for 90+ minutes and was reported to have experienced nausea and tiredness. No medical intervention required at the time of call.